Event description:
An angio-seal was deployed in the right femoral artery without complications. The patient developed pain over the next several days and presented to the hosptial. The patient had developed ischemic symptoms including absence of pulse in the right groin and a white foot. The patient underwent surgery where the angio-seal device was noted to be in the artery, causing parital obstruction. The angio-seal device was removed from the site of the bifurcation of the profunda femoris and superficial femoral arteries: blood flow, pulses, and color returned immediately. The patient was discharged the following day and is reported to be recovering.